Event description:
It was reported that a transfer set disconnected from the patient line of a homechoice cassette during dwell of peritoneal dialysis therapy. The patient was connected at the time of the disconnection. The technical services representative assisted the patient in ending therapy. There was patient involvement but no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional information become available, a supplemental report will be submitted. This is the same patient as (B)(4).